Manufacturer narrative:
Failed nuts in lift motors.

Event description:
It was reported by service report that the bed lift motors were drifting down causing the bed exit and scale functions to not operate correctly. No pt involvement or adverse consequences are reported.